Event description:
It was reported that during a ptca procedure, a shaft break occurred. The ultra2 cutting balloon was being advanced through an aortic bifurcation. The physician felt resistance, and the shaft broke in half. The physician was able to remove both pieces contained within the guide catheter without incident. The procedure was completed with another cutting balloon. No patient complications were reported, and patient status was reported as "fine".

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made. The device history record of batch number eh0174 has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. .